Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up, device interrogation revealed episodes of atrial flutter which were not properly diagnosed by the device. Clearing the diagnostics prior to printing egms was recommended. No further information is available.